Event description:
Complainant alleged that during a routine shift check by a clinician, the device display appeared for less than a second when the unit was powered on. The device then powered off by itself. The complainant indicated that there was no pt involvement in the reported malfunction.